Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported during the procedure the surgeon used the ax55b to staple the distal segment of the rectum and used the cdh29 to complete the end-to-end anastomosis. After firing the cdh29, surgeon checked the donuts and observed very complete and solid rings. He then checked the anastomosis by inflating air into the anus and through the stapled anastomosis. He observed air bubbles coming from the backside of the staple formation (posterior side) and could not clearly identify the area of the leak. He completed the procedure with a diverting colostomy and will reoperate in a few weeks.